Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's ins lasted only 2 years because patient got "twiddlers syndrome" it was really painful the lead reeled in like a reel on a fishing rod and broke the wire and the barbs pulled back in, they were all found in the pouch. Patient said during the replacement surgery, they closed up left side and put the new one on the right side. Asked patient for the date the previous system moving around and patient said, from the beginning (B)(6) 2021 from day it was put in they knew it could move up and down in the pocket, it was never truly stable right from the beginning. Patient said the rep was aware, but patient could not give an exact date. Patient said the rep seemed surprised.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va14lca serial# implanted: (B)(6) 2016 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 24-feb-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.